Event description:
In the midst of my lasik surgery on my right/first eye. The dr announces that "we are dealing with a free cap". After he completes the surgery on the right eye that lasts almost half an hour, he tells me that "there must have been some mismeasurements". We can continue and run the risk of the same thing happening to the left eye or he can make some adjustments and hope we don't have to repeat free cap. At the time I was too traumatized to understand the full meaning of a free cap and knew I would never come back if I left at that moment. Fortunately, the left eye turned out fine. Unfortunately, there were no appropriate markings to replace my free cap in its correct position. During the next 12 months, I had 5 further surgeries to turn, stretch, stitch the free cap in its proper position. In the end, the amputated cap was removed. I now have to wear a hard contact to get any vision in that eye. It's very painful, irritating and stressful. The reason I originally had the procedure was to not wear soft contacts. I cannot get the hard contact out without a plunger and it is always painful.